Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6 the device was not returned for evaluation. However, technical assistance center (tac) provided remote troubleshooting and wire broke inside the handle. The complaint is confirmed, the device had wire broke inside the handle. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00110. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during endoscopic retrograde cholangiopancreatography (ercp) procedure, the wire of the single use mechanical lithotriptor broke while the basket wire was inside the patient with a stone in it. Troubleshooting was attempted with a use of a different mechanical lithotriptor but the wire broke again. The physician used other means to remove the basket wire by cutting two of the four basket wires using an argon plasma coagulation and then was able to release the stone. This resulted to the delay of the procedure for at least an hour. The procedure was then completed with a similar device. The physician stated there were no complications but the stone was unable to be crushed.